Manufacturer narrative:
Functional testing was performed on the returned device and the power up failure was confirmed. The root cause of the failed device was a defective power supply. No further investigation of the device is required. (B)(4).

Event description:
During preparation for surgery, the customer determined that the 500xl elite xenon light source would not turn on. A back up device was unavailable and the procedure was completed with incision. There were no reports of patient injuries or complications.